Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, a decrease in the battery longevity was observed and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. A review of the device image indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical and mechanical tests were performed under nominal settings and at various pulse amplitudes and indicated normal current levels and no indication of premature depletion was detected. A longevity assessment was performed, and the device exceeded 75% of projected longevity indicating normal battery depletion.